Event description:
The physician reports attempted implantation of a (B)(4) intraocular lens in the left eye using an ez-28 injector. During insertion, the leading haptic became kinked and the capsular bag was damaged. As a result, there was vitreous fluid loss and a vitrectomy was performed. The lens was removed and replaced with a second (B)(4) iol. Reference MDR 1119279-201-00068.

Manufacturer narrative:
Root cause: according to the physician the likely root cause of the lens damage can be attributed to use of the lens injector and cartridge.